Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, after the first sample pass, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The investigation is unconfirmed for the reported self-activation as the device functioned properly under laboratory conditions. It was the needle was able to prime, fire, and obtain samples without issue. An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly it was noted that the left bumper was found to be bent. The bent bumper likely contributed to the insufficient cannula tang engagement and may have contributed to the reported self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Date rec¿d by MFR. Device evaluated by MFR (result 1, conclusion 1).

Event description:
It was reported that during a biopsy, after the first sample pass, the device allegedly self-activated. There was no reported patient injury.